Event description:
Complainant alleged that while transporting a patient (age and gender unknown) the device's display went blank when attemtping to monitor the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.